Manufacturer narrative:
Based on escalation analysis, a sensor replacement was approved due to system performance and the device was requested for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced early sensor replacement alert which led to early sensor removal.